Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but has not been received.

Event description:
It was reported that damage was suspected on the right atrial (ra) lead. The lead was revised to resolve the event. The patient was stable.